Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during an unknown hand procedure on (B)(6) 2018, as surgeon was drilling into the patient¿s finger with the 0.8mm drill bit, the drill bit snapped. Surgeon attempted to remove the broken fragment but was unsuccessful. A small fragment remains embedded in patient¿s bone. Surgeon then attempted to drill with a 1.0mm drill bit but it also snapped. All fragments of the 1.0mm drill bit were removed. This report is for one (1) 1.0mm drill bit this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.